Manufacturer narrative:
Film evaluation summary the reported positioning difficulty and deformation of the delivery system could not be confirmed on the limited films available; therefore, the cause of the event could not be determined. Angiograms showing advancement/deployment attempts were not available for a thorough assessment of the events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was intended to be implanted during the endovascular treatment of a ruptured 58mm aaa. It was reported that during the index procedure, the right limb was delivered to the aneurysm, and the left upper main body was deployed to the short leg of the main body. The spring coil was deployed in the aneurysm through the right reserved catheter. After completion, the short leg of the main body was pushed into place from the right side. When the model 2 contralateral iliac branch was advanced from the right femoral artery, significant resistance was encountered. Despite numerous attempts, it could not be successfully delivered into the body. Upon withdrawal, gaps and burrs were found on the proximal delivery sheath of the stent, although it had appeared normal during the pre-use inspection. The stent was replaced with a new iliac stent of the same model, which was successfully delivered and deployed from the right femoral artery. The patient's anatomy was confirmed to be normal. According to the physician, the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary: product analysis #(B)(4):the stent graft had been deployed prior to receipt of the device and was not received for analysis. A kink was evident to the spiral member and graft cover distal to the stent stop with deformation evident to the spiral member at the kink site. Deformation evident to distal end of graft cover and to the graft cover over the stent stop. In order to support root cause determination additional testing was performed with an r d sme. It was possible to retract and advance the graft cover with no issues. The ID of the graft cover measured 0.167¿ (minimum ID 0.166¿). The handle was disassembled, no burrs or scratching were evident to the spring or trigger assembly. Spring distal od 1.262¿, proximal od 1.261¿ (min 1.125¿, max 1.425¿). There was no restriction on trigger movement. No other deformation evident to the remainder of the device. It was not possible to confirm the reported deployment issues as the stent graft have been deployed prior to receipt of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.